Manufacturer narrative:
The device serial number was reported as (B)(4) in the initial report and has been updated to (B)(4). If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the pen drive device control unit was not functioning and defective and the electronic control unit was found faulty. It was further determined that the device failed pretest for check function with the foot pedal, function with the test hand switch and direction of rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device serial number was reported as (B)(4) in the initial report and has been updated to (B)(4). The manufacturer name and location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to april 07, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.